Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jul-2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jul-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the strain relief loop area was causing the patient discomfort. The patient had very little fat in this area. The leads were buried (B)(6) 2018 to resolve the issue. The patient reported that the healthcare provider opened the spine incision to bury the strain relief loop more because it was protruding and causing discomfort to the patient. No further complications were reported/anticipated.